Event description:
Subsequent to the initial MDR, additional information was received. On (B)(6) 2012, the patient underwent a stenting procedure with placement of an 8-6 x 30 mm xact stent in the mildly calcified left internal carotid artery. On (B)(6) 2012, the patient was discharged back to the nursing home she resided in. On (B)(6) 2012, the patient expired due to cardiopulmonary arrest. No additional information has been provided.

Event description:
It was reported that the patient underwent a stenting procedure. The patient was discharged to the nursing home she resided in. Reportedly, the patient expired on (B)(6) 2012. Additional information has been requested.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event as listed in the xact carotid stent system instruction for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.